Manufacturer narrative:
Reported event: an event regarding alleged dislocation involving a hemi arthroplasty patient specific proximal humerus was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: insufficient medical records were received for review. Device history review: review of the device history record indicate one device was manufactured and accepted into final stock on 13 april 2007, with no reported discrepancies. Complaint history review: there have been no other events reported. Conclusions: the exact cause of the event could not be determined because further information such as post-operative ex-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. Requests have been made for imaging and further information, no further information has been received. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available, this investigation will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Please note: the reported device is similar to a patient specific proximal humerus device approved for compassionate use in the united states. Device not returned.

Event description:
It has been reported that the patient's proximal humerus minimally invasive grower implant has dislocated. The humeral head has always been dislocated since it was implanted. It has been further reported that the patient is not experiencing pain, the implant extends normally and the humeral stem has good fixation. The surgeon has enquired about revision options.